Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 05/28/2020 had an inadvertent entry error of 05/21/2020. Correct date is 05/18/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block g: the supplemental follow-up #1 submitted on 3/7/2021 had an inadvertent entry error of (B)(6) 2021. Correct date is (B)(6) 2020.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. Additional information obtained provided the proximal shaft of the manufacturer¿s catheter device was cut and an extension catheter (another manufacturer's device) was inserted over the device. The manufacturer¿s catheter device was freed and removed along with the extension catheter and guidewire (another manufacturer's device). Another of the same device was used to successfully complete the procedure. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. State/prefecture is (B)(6). Device discarded and not returned for analysis. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported during a planned therapeutic procedure the manufacturer¿s catheter device could not move on the guidewire. This adverse event is being submitted because additional intervention was required to remove the manufacture's device.